Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 6064588, medical device expiration date: 08/31/2017, device manufacture date: 3/4/2016. Medical device lot #: 6090998, medical device expiration date:09/30/2017, device manufacture date:3/30/2016. Results:bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for plastic molding defect with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause was larger droplets of solution in close proximity to one another then tend to coalesce and once water is dried , leave behind a wafer like deposit of the additive.

Event description:
It was reported that there are 2 pink tops of the bd vacutainer¿ plastic blood collection tubes with k2edta with particulate in them. Black particulate in one and the other has a clear color matte. No serious injury or medical intervention reported.